Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unspecified procedure, the fast-fix 360 curved needle delivery system deployed both t1 and t2 when activating t1. Both anchors were deployed through the meniscus, but were removed from the joint. A back-up device was available to complete the procedure without delay. The patient did not experience any adverse event as consequence of the alleged malfunction.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needle or were returned for examination. The insertion needle is bent on two planes. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.